Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. After multiple attempts, the penumbra sales representative was unable to obtain enough device information to identify the lot number. The only device identifiers known are: d1 (brand name), d2a (common device name), and d2b (product code). Without the lot number for this device, unique device identifier (UDI) cannot be determined.

Event description:
The patient was undergoing a thrombectomy procedure in the left m1 segment of the middle cerebral artery (mca) using a penumbra system red72 reperfusion catheter (red72), a non-penumbra stent retriever, a non-penumbra microcatheter, and a guidewire. It was noted that the patient¿s anatomy was very tortuous. During the procedure, the physician completed one pass using the red72. The physician then advanced the red72 to the target location and deployed the stent retriever through it. It was reported that the physician experienced resistance advancing and retracting the red72. After the stent retriever was deployed, an angiogram was performed and revealed that the distal end of the red72 fractured in the patient¿s common carotid artery. The physician used a snare device to retrieve the fractured segment of the red72. The procedure was completed using a penumbra system red62 reperfusion catheter (red62), a penumbra system red 43 reperfusion catheter (red43), and the same non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned red72 confirmed that the catheter was fractured. The evaluation revealed stretching near the fractured location. If the red72 is retracted against resistance, damage such as stretching and a subsequent fracture may occur. The reported tortuous anatomy may have contributed to the reported resistance during the procedure. The distal fractured segment of red72 was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. Please note that the following sections are being updated based on additional information provided by a penumbra representative on 1/22/2025: section d. Box 4. Catalog number. Section d. Box 4. Unique identifier.